Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was oversensing the patient's atrial fibrillation (af). The af amplitude became more profound and it was oversensed on the right ventricular (rv) and shock electrogram. Review of episodes found that there was similar episodes two and three months earlier. During this episode there was pacing inhibition with greater than two seconds of asystole. The patient had not been pacemaker dependent prior. Boston scientific technical services (ts) discussed that the tachycardia lead may be higher in the septal wall. Ts also discussed programming options including changing the automatic gain control. The patient was seen in the office and noted the rv threshold had increased to 2.8 volts and the amplitude was consistently less than 1.0 millivolts (mv). The automatic gain control was reprogrammed to 1.0 mv. The ICD and rv lead remain in service and no adverse patient effects were reported.